Event description:
A discordant, falsely low calcium result was obtained on a patient sample on an advia 2400 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and resulted higher. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant calcium result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. During evaluation of the instrument, the cse discovered a leak from a pump which functions for sample cleaning. The cse replaced the pump and its respective seals and performed a wash. The operator ran calcium quality controls to verify that the instrument was operational. The cause of the discordant calcium result is related to a malfunction of the sample cleaning pump. The instrument is performing according to specifications. No further evaluation of this device is required.